Manufacturer narrative:
The ge service representative conducted an onsite investigation. The monitor was checked. No further service info was provided.

Event description:
The customer reported that the monitor went blank. No pt injury was reported.